Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocars are leaking; losing pneumo. There was no pt consequence. The case was completed with the devices.

Manufacturer narrative:
(B)(4). Device not returned. The product involved in this event was identified as part of the voluntary recall of endopath xcel with optiview technology.

Event description:
Patient presented with undiagnosed pain, small amounts of grey fluid in joint space. Revision of prosthesis recognised asr issues. Revision required to remove asr, potential raised ion levels and product failure.